Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was not obstructed. Blood was observed on the sleevehead of the lead. The distal low voltage electrode of the lead was covered in blood. Blood was observed on the shaft seal of the lead. The analyst noted there the helix, no distortion was found. The dried blood in distal conductor could be prevented torque transfer to the helix extension during analysis. The stylet and the introducer insertion tests were performed, no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, the physician experienced difficulty advancing the right ventricular (rv) lead through the sheath and difficulty moving the stylet after initial advancement. In addition, there was a helix issue with the lead. Even after several repositioning attempts were made, parameters were not ideal. The physician then elected to use a different lead and the implant was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.